Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's loaner insulin pump was exposed to pool water. Since then he experienced low blood glucose levels. His blood glucose level was 30 mg/dl. The customer had tongue cancer. He needed surgery and it was hard for him to eat. As a result he was over infusing for the food he was eating. The product was not returned. Nothing further to report.